Manufacturer narrative:
Method: a re-review of the manufacturing and internal records, sterilization run reports, environmental monitoring results, quality control/assurance review and release, and review of the complaints database for related complaints associated with this lot was conducted. Results: the graft was explanted and not available for inspection. There was one departure associated with a 20 minute power outage during the manufacturing of lot # nz14510160. No open tissue was in the clean room and all relevant equipment was working well and without malfunctions during this time. Additional environmental monitoring in the clean room was performed before releasing the products. All values were acceptable. The xenografts manufactured from this lot were not negatively affected by the departure. The xenograft underwent a validated sterilization methodology; tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Environmental monitoring data and records generated during and around the time of processing were acceptable. To date, rti/tmi has manufactured and distributed (B)(4) xenografts from lot # nz14510160 without related complaints. According to records re-review, serial ID (B)(4) met all rti/tmi specifications and release criteria prior to distribution. Conclusion: given the facts that the xenograft underwent a validated sterilization methodology; tutoplast® which includes terminal sterilization by gamma irradiation after packaging; serial ID (B)(4) met all rti/tmi specifications and release criteria prior to distribution; environmental monitoring data was acceptable; and there are no complaints associated with the distributed xenografts from this lot, it is more plausible that the patient's post-operative outcome was associated with a source or event extrinsic to the xenograft. Device not returned for evaluation.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti, received a complaint on 10/10/2016 reporting that two puros allografts (one block and one cancellous particles) were implanted during a dental procedure on (B)(6) 2016 and covered with a copios pericardium membrane. On (B)(6) 2016, the patient experienced wound dehiscence. The wound was closed. On (B)(6) 2016, the copios pericardium membrane was removed and a mucograft membrane (manufacturer unknown) was implanted; the puros block was partially resorbed. The patient experienced wound dehiscence once again and on (B)(6) 2016, the allografts and the mucograft membrane were removed. To date, rti has not received any additional information.